Manufacturer narrative:
Evaluation by mfg: the unit was assessed by the field service engineer (fse) who found the disinfectant reservoir leaking (crack near the reservoir heater). The fse replaced the disinfectant reservoir. Additionally, the fse found the membrane switch defective (the start button does not work and hex display is broken). The fse replaced the membrane switch, ran a test cycle and found that the air valve is leaking. The fse replaced the air valve and ran a test cycle again. The fse found that the air compressor is not blowing air, but rather sucking air. The fse advised the customer that the air compressor is defective.

Event description:
It was reported that a customer's disinfectant reservoir on their automatic endoscopic reprocesser (aer) was leaking. There are no reports of injury or contact with the disinfectant. An asp field service engineer was dispatched to service the aer.

Manufacturer narrative:
(B)(4). Correction: manufacture date: 09/1999. Asp investigation summary: the investigation included a review of the service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history for six months has not observed a significant trend of this same issue for this aer. Trending analysis for the problem "fluid leak" and "leaking from reservoir" did not reveal a significant trend over the past 12 months. Trending analysis for the problem "control panel / user interface failure" revealed a trend line below the upper control limit over the past 12 months . The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes. The associated risks are minimal. The fmea (failure mode effects analysis) was reviewed for cidex opa solution related to spills/leaks failure mode. The associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed for risk of user exposure due to spills all fall into category I. The hhe (health hazard evaluation) was reviewed for disinfectant leak of the aer. The associated risk is low. A DHR (device history review) was not performed. The root cause of the leaking from the reservoir was determined to be the old style tank assembly. The assembled (non-molded) can crack and leak over time. A CAPA was initiated to design a new style reservoir.